Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there has been a few reports of leaks from devices ref 367338." Customer did not provide additional information at this time.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there has been a few reports of leaks from devices..." Customer did not provide additional information at this time.

Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there has been a few reports of leaks from devices..." Customer did not provide additional information at this time. D.4 medical device catalog #: 367344; d.4. Medical device expiration date: 31-oct-2024; d.4. Unique identifier (UDI) #: (B)(4); h.4. Device manufacture date: 14-oct-2022. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked female connector was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of cracked female connector was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked female connector. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-07-24. H.6. Investigation summary: material #: 367344; lot/batch #: 2287990. Bd received 8 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for cracked female luer connector was observed. The customer samples were evaluated by visual examination and the indicated failure mode for cracked female luer connector with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and the issue of cracked female luer connector was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked female luer connector. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "there has been a few reports of leaks from devices..." Customer did not provide additional information at this time.